Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type I bone) in site #22. Primary stability was exceptional due to the dense cortical bone. Osseointegration was not achieved. The clinician states that the lower denture was adjusted so implant was not loaded at the time of surgery. The clinician states that on (B)(6) 2011, the implant was removed due to mobility and lack of and osseointegration. A larger implant was successfully placed at the time of removal. Medical history: no significant findings.